Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the power cord is detached from the system. Patient involvement is currently unknown.

Manufacturer narrative:
The manufacturer's field service engineer was able to duplicate the reported problem. The manufacturer's field service engineer replaced the power cord to resolve this issue. Unit successfully passed extended self test and performance verification test.